Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the pd patient was hospitalized due to peritonitis. Additional follow-up was made with the peritoneal dialysis registered nurse (pdrn), who stated the patient was admitted to the hospital on (B)(6) 2015 due to peritonitis. The nurse stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and did not practice aseptic technique during treatment. The patient did not wash his hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The culture results were not available at this time. The nurse stated the patient was provided effective dialysis treatments while hospitalized and was discharged on (B)(6) 2015. Per pdrn home visits were made on (B)(6) 2015 to confirm the patient continued to practice aseptic technique during setup and treatments. Per pdrn as of (B)(6) 2016, the signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue, and was being assisted by his step-daughter with treatments. Medical records were requested.